Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg 500s mg/dl) and the cause was not known. A correction bolus was delivered to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. The customer declined to remove the infusion set site at the time of the report to check for damage. Reportedly, the infusion set site was changed. The customer declined further follow up from cts.